Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 131 is found in the downloaded history files, fault isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was sleeping and when she woke up the insulin pump was beeping and she received a critical pump error. The customer's blood glucose level was unknown. The customer stated that the insulin pump received an open book image with a red x on the insulin pump screen. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.